Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found that the system functions as intended. The mvs interface cable and break out box were checked for loose connections, but everything was secured. There was no problem detected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging system being used outside of a procedure. It was reported that the image acquisition system(ias) was plugged in by the umbilical cable to the mobile viewing station(mvs), but the battery light was blinking as it received no power. The mvs was noted to be plugged into a known working outlet. The site reseeded the umbilical cable and let the system sit for six hours. The site was able to get to two battery indicators on the system. There was no patient involvement.